Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 300 mg/dl and their sensor glucose read between 43 mg/dl and 47 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also reported receiving a bad sensor alert. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.